Manufacturer narrative:
Pr#: (B)(4).

Event description:
When device was retrieved for a pt use event, the user reported the device was already turned on by itself when the carrying case was open. The pt did not survive.